Manufacturer narrative:
MDR 8021545-2026-12846 / initial 2 of 4. E1: patient city: (B)(6). Patient country: belgium. E1: name: medtronic minimed, street: 18000 devonshire street, city: northridge, state: ca, zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced four infusion sets came loose during sleep event on (B)(6) 2026.